Event description:
The patient underwent a surgical procedure at an unknown facility. Sometime post op, the patient was scheduled to undergo a revision surgery due to many non-unions. No other information is available at this time.

Manufacturer narrative:
(B)(4). No product is available at this time for review, however, films were supplied for review which found: ap and lateral x-rays of complex construct t11-l4. Spacers at l4/5 and l5/s1 with broken screws which appear from previous construct. No fractures of rods or screws noted. Interbody fusion with bone appear at l1-2, t12-l1. Pseudoarthrosis cannot be verified.